Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous loss of power on mpu captured under MFR # 2916596-2023-03693. Manufacturer¿s investigation conclusion: the reported event of a disconnect from the mobile power unit was confirmed via log file analysis. A review of the log files contained data spanning approximately 2 days (28sep2023 ¿ 29sep2023 per timestamp). Starting 29sep2023 at 1:32:22 and 1:46:57, low power hazard and power cable disconnect alarms activated due to losses of ac power while connected to the mobile power unit (mpu). No external power alarms activated from 1:32:26 ¿ 1:44:43 until external power was restored. The backup battery was able to power the system during the events. The loss of power at 1:46:57 did not last long enough for no external power alarms to activate. Pump operation was not affected. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an accidental disconnect from his mobile power unit (mpu) wall power on (B)(6) 2023 around 1am. The patient had a replace backup battery alarm logged during the time of the no external power. Log files were submitted for review and captured the no external power event on (B)(6) 2023 at 1:46 am. During that time, the backup battery faults were noted. The patient was informed to re-seat the backup battery ribbon cable and perform a system controller self-test to see if there would be a re-occurrence. After the mpu was reconnected to power, there were no replace backup battery alarms logged. The external backup battery (bb) was re-seated, and a self-test was performed. The only replace backup battery alarms that were logged was when the bb was disconnected/reconnected. A new set of log files were submitted for review and captured a backup battery fault when the bb was disconnected/reconnected on (B)(6) 2023 at 12:23:06. It appeared the backup battery faults have been resolved.